Event description:
It was reported that technical services (ts) reached out for a review of the data of this patient with this implantable defibrillator system. Upon review, it was determined that this right ventricular lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. Troubleshooting options were discussed, but there is no evidence there were any actions taken for the product. At this time, this implantable defibrillator system remains in service and there were no adverse patient effects reported.

Event description:
It was reported that technical services (ts) reached out for a review of the data of this patient with this implantable defibrillator system. Upon review, it was determined that this right ventricular lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. Troubleshooting options were discussed, but there is no evidence there were any actions taken for the product. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock revealed a code 1005 indicating an open circuit condition. Device system replacement was recommended. At this time, this implantable defibrillator system remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that technical services (ts) reached out for a review of the data of this patient with this implantable defibrillator system. Upon review, it was determined that this right ventricular lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. Troubleshooting options were discussed, but there is no evidence there were any actions taken for the product. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock revealed a code 1005 indicating an open circuit condition. Device system replacement was recommended. At this time, this implantable defibrillator system remains in service and there were no additional adverse patient effects reported. The device was explanted and replaced due to normal battery depletion.

Event description:
It was reported that technical services (ts) reached out for a review of the data of this patient with this implantable defibrillator system. Upon review, it was determined that this right ventricular lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. Troubleshooting options were discussed, but there is no evidence there were any actions taken for the product. At this time, this implantable defibrillator system remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.